Manufacturer narrative:
Sc-2408-56 sn (B)(4): the cables were exposed within the area between 17.5 centimeters and 21.5 centimeters measured from the tip of the distal end. The outer shield of the lead was removed and was dried human blood was present on the lead body, indicating that it was a procedure-related damage.

Event description:
A report was received that the during an implant procedure, the patient's oxygen saturation dropped. The patient then coded after the midline incision was made. Cardiopulmonary resuscitation (CPR) was performed. The physician assessed the event was not device related.